Event description:
It was reported that this system exhibited data that was consistent with potential loss of right ventricular capture. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).